Event description:
I have breast implants (mentor brand 450cc). I got my implants in (B)(6) of 2014 and my first health issue came about in (B)(6) of that year. Since getting implants my health has declined very rapidly. My symptoms and issues include: gastric pain, swelling of the intestine, food intolerance, extreme fatigue, muscle pain, autoimmune disorders, joint pain and swelling, inflammation, migraines, palpitations, shortness of breath, chest tightening and pain and extreme weight gain. Breast implants need to come with warnings in order for pts like myself to make educated decisions. My health records and testing have been very extensive. I can provide copies if necessary. FDA safety report ID# (B)(4).